Event description:
I had previously reported that I had 95% of the tvt removed to the obturators and the report says 80%. On (B)(6) 2010 I saw dr (B)(6) of (B)(6). He removed 100% of the mesh that was left. He stated that 60-80% of the original mesh was still present. The synopsis of the surgery record stated: "this was a very delicate and complex surgery requiring extensive urethrolysis, exposure of the obturator fossa, exposure of the pubic bone and reconstruction of the anterior vaginal wall and urethra." Dr (B)(6) uses a translabial ultrasound to "see" where the mesh is located before removal. The ultrasound showed that the mesh had invaded both sides of the urethral wall. In addition, it invaded the pubic bone and the 30-45 min surgery took 2 3/4 hours. On my previous reports, it states below that the product was not "implanted", it was. It also states that the product was not the problem. The product is indeed the problem. I am now suffering from the complications of full removal of the product, and the accompanying scar tissue/adhesions from the difficult surgery. The mesh itself does migrate. In (B)(6). When I had the original removal surgery, the mesh could not be felt on the right side. In (B)(6) 2010, the mesh could be felt on the right side and did not cause pain when palpated. However, it was moving to the right vaginal wall and if it had not been removed when it was, I would have experienced erosion into the right vaginal wall and considerable pain from that also. I was told after my first "release" surgery that the device was properly implanted. Immediately, after this last removal, I began to get better, but now I am once again experiencing pelvic muscle spasms which are causing severe pelvic pain and I cannot do my normal activities, and I have lost my sex life with my husband of 29 years. I am on many drugs and going for myofascial physical therapy. This product needs to be banned from the market. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: incontinence.